Event description:
Customer reported that the suture broke into several pieces following radical prostatectomy and resulted in an abdominal fascial dehiscence. Pt required re-operation to repair dehiscence. No further complications were reported.